Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), vaginal infection ("vag. Infect"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), rash ("rash/skin condition.") And skin disorder ("skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, rash and skin disorder outcome was unknown and the menorrhagia, metrorrhagia, vaginal infection, urinary tract infection, fatigue, weight increased, alopecia and visual impairment had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), vag. Infect., uti, fatigue, weight gain, hair loss, vision problems. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, rash & skin disorder vag. Infect., uti, fatigue, weight gain, hair loss, vision problems, plaintiff did not underwent for essure confirmation test. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included abdominal pain lower, irritable bowel syndrome, nausea, vomiting, endometriosis, decreased appetite, weight loss, arthritis, flank pain, ovarian cyst ruptured, diarrhea, rectal bleeding and uterine cramps. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), vaginal infection ("vag. Infect"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), rash ("rash/skin condition.") And skin disorder ("skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, rash, skin disorder and vaginal haemorrhage outcome was unknown and the menorrhagia, metrorrhagia, vaginal infection, urinary tract infection, fatigue, weight increased, alopecia and visual impairment had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), vag. Infect., uti, fatigue, weight gain, hair loss, vision problems. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea., menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Events: abnormal bleeding vaginal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.